Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent spinal surgery due to unknown reason. Post-op, the set screw which was newly inserted on the left side backed out at th9-s2ai out two weeks after the operation. The x-ray which was taken two weeks after the operation already showed the movement of the screw head, and it was further confirmed that the screw head could not be tightened and was unstable. Although the set screw remained in the screw head, it was confirmed that the set screw was moving. There were no patient complications as a result of alleged event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.